Event description:
On 3/30/2023, it was reported by a sales representative via phone that an ar-1588btb-ib tightrope implant ii btb had an issue. During an acl repair reconstruction procedure on (B)(6) 2023, when the surgeon tried to load the device onto the graft, it did not funnel through properly. The sutures did not pull through the button properly; this occurred outside the patient. The implant could not be tightened down; it was cut out and replaced with a new one. Another ar-1588btb-ib tightrope implant ii btb with an unknown lot number was used and loaded onto the graft, and the procedure was completed successfully without no patient harm.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force when threading the suture.